Event description:
It was reported that during a follow up, episodes of vt/vf were observed due to undersensing. The physician reprogrammed the device with svc coil off and with sensibility parameters. The patient's condition was good .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.